Event description:
It was reported to philips that the device gave two internal therapy board failure messages and failed the auto test. There was no reported patient involvement/adverse patient impact.